Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 11/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 11/28/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular

Event description:
It was reported the spaceoar was implanted in the rectal wall. The decision was to hold the radiation treatment until the hydrogel had disappeared. In addition, a rectal ulcer was also formed, and the radiation was further postponed.